Event description:
It was reported that caller previously did not see drops of insulin at end of tubing during fill tubing step of load sequence. There was no adverse impact to the customer¿s blood glucose level. Customer confirmed using room temperature insulin, not reusing or overfilling cartridge, and resolved issue by changing infusion set and cartridge, after which insulin delivery successfully resumed; no additional actions by technical support were documented.